Event description:
It was reported by the rep, a surgeon was using a handpiece with a dh105 blade on a third tonsillectomy of the morning. The handpiece was flushed and rinsed in saline between cases. The surgeon made the comment during the end of the case that the handpiece felt hotter than in the other cases. When the dr took the handpiece out of the mouth, the pt's tissue in the corner of the mouth, as well as about a half inch on the face, was stuck to the handpiece. The dr applied some type of balm on the affected area, and had a plastic surgeon come in for a consult. The result of the consult is not known. The handpiece was the rep's handpiece. The blade and handpiece will be returned.